Event description:
It was reported that pump housing and usb port were damaged, which affected ability to keep charging cord connected. There was no reported impact to the customer¿s blood glucose level. Customer agreed to use backup insulin pump to ensure insulin delivery, and was instructed to let pump battery fully deplete, then return damaged pump to tandem within 10 days